Manufacturer narrative:
A beckman coulter cts (customer technical support) assisted the customer with troubleshooting over the phone. The cts instructed the customer to replace the peristaltic tubing to troubleshoot the issue but the problem persisted and a beckman coulter fse (field service engineer) was dispatched. The fse indicated that there was a wbc bath drain failure and discovered an obstructed pathway. The fse proceeded to replace the tubing in pinch valves 13 (cleaner), 14 (wbc bath drain), and 15 (vacuum drain) as the tubing was crimped. Repair was verified per established procedures and results met published specifications. Failure mode is attributed to an obstructed tubing at pinch valves 13, 14, and 15 in the pathway of the wbc bath. -

Event description:
The customer reported that the aperture baths on the coulter ac*t diff analyzer were not draining and fluid overflowed from the bath onto the counter. The customer indicated that the instrument generated erroneous wbc (white blood cell), rbc (red blood cell), hgb (hemoglobin), hct (hematocrit), mch (mean corpuscular hemoglobin), and mchc (mean corpuscular hemoglobin concentration) results for two (2) patient samples as a consequence of the diluted samples. The customer stated that the erroneous results were reported out of the laboratory for one (1) patient but the attending physician was informed of the erroneous results and there was no change or affect to patient treatment in connection with this event. The customer suspected the results to be erroneous because the results were lower than expected. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat during the event and no injury or exposure was reported.